Manufacturer narrative:
The event involves a device that is not cleared for sale in the u.s., but similar device is commercially available in the u.s. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
Dr (B)(6). Reported that, "a knee prosthesis was explanted from the patient (B)(6). After a dislocation."

Manufacturer narrative:
After further review of device information it was discovered that this event was reported in error as it involves a device that is not cleared for sale in the u.s., and no similar device is commercially available in the u.s.

Event description:
Dr (B)(6) reported that, "a knee prosthesis was explanted from the patient (B)(6) after a dislocation."